Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump is not delivering insulin. Customer stated that she has been hospitalized due to diabetic ketoacidosis. Customer stated that she would manually push insulin to give a bolus. Nothing further reported.